Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "possible rupture of breast implants.' Device remains implanted. This record is for the right side.